Event description:
The insertion of the radial artery device was performed without difficulty. However, as the spring wire guide was removed, it began to unravel and a portion separated and was retained. The pt was taken to or where the piece of wire guide was removed. There was no further complications.